Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an alarm occurred; the customer declined to provide the type of alarm that had occurred and declined troubleshooting with tandem technical support. The customer experienced a blood glucose (bg) level over 600mg/dl and high amounts of ketones. The customer contacted their endocrinologist via phone for treatment suggestions; correction bolus via the pump was delivered and a manual injection was administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.